Event description:
It was reported that the forward trigger of the system 7 dual trigger rotary stuck in the depressed position during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the forward trigger of the system 7 dual trigger rotary stuck in the depressed position during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, the trigger assembly was found to be corroded. The device was repaired and returned to the user facility.